Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was not returned. The t2 is on the needle. A partial suture that has been untied from the t2 was returned. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation was performed on the returned device and found the t2 can be moved forward in the channel using the actuator. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix t2 could not be deployed. T1 was removed from the patient using tweezers. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.